Event description:
The user underwent a revision surgery as the floating mass transducer (fmt) was no longer coupled to the head of the stapes. During the revision surgery the conductor link was inadvertently cut, thus the device was explanted and a new device was implanted.

Manufacturer narrative:
Conclusion: based on the received information, the reported symptoms are very likely due to a migration of the fmt from its original position. The recipient underwent a revision surgery for re-positioning of the fmt, during which the conductor link was inadvertently cut, thus the device was explanted and a new device was implanted. Device investigation confirms the reported damage. This is a final report.

Event description:
The user underwent a revision surgery as the floating mass transducer (fmt) was no longer coupled to the head of the stapes. During the revision surgery the conductor link was inadvertently cut, thus the device was explanted and a new device was implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.